Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. There was no peeling noted on the guide wire as reported. The coils were noted to be stretched and likely presumed and reported as peeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported guide wire separation and noted stretched coils appear to be related to case circumstances of the procedure. In this case, it is likely that during the procedure, the core became damaged and separated but remained in one piece resulting in the noted stretched coils during retraction and the appearance of peeling or delamination. The separated wire was snared and removed from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous, 90% stenosed, de novo lesion in the right coronary artery (rca). An 014 ht turntrac guide wire (gw) was advanced into the posterior lateral branch and positioned to add support in the artery. During removal of the gw, it was noted that the distal portion separated and possibly some coating peeled from the wire. The separated wire and coating were snared and removed from the anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information regarding this issue was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.